Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported the patient is going to have his inflatable penile prosthesis (ipp) revised on (B)(6) 2019 due to unspecified reasons. Additional information received states the ipp device was explanted due to mechanical failure.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient is going to have his inflatable penile prosthesis (ipp) revised on (B)(6) 2019 due to unspecified reasons. Additional information received states the ipp device was explanted due to mechanical failure. Device 1 of 2: see complaint (B)(4) for related component.